Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported unknown side "fluid and unilateral engorgement" and "six instances of unilateral swelling." Device remains implanted.